Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2015.

Event description:
It was reported by the patient that since their lead revision they are now having problems. The patient stated that their legs give out and they fall down intermittently, is short of breath, and has good and bad times/days. The patient said their physician has done diagnostics and ordered blood work. The patient feels something is wrong, unable to determine what is happening and is not happy about it. The patient stated that they have been using a magnet intermittently where the patient places the magnet on the device and when they take the magnet away they feel better and can do things to include ability to walk without concern. Follow-up was conducted but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.